Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 26, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: a customer photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye and a triangle-shaped damaged can be observed on the lens optic. Visual inspection reveal the device was received with the plunger rod advanced and with viscoelastic residue distributed through the length of the cartridge. The cartridge tip was bent and damaged, the damage extended to the cartridge. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. Plunger rod advancement was inspected and presented with no issues. The lens was received cut in half and the two halves were stuck together. The lens was cleaned and separated, presenting with damage to the optic body. The complaint issue "lens damaged" was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. In response to the special request, hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) 2020. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens had a peripheral crack and the triangular-shaped crack in the central area after implantation. The cracked region felt soft, raising concerns about a possible internal defect during manufacturing. The lens was removed and replaced with a spare lens, and the patient¿s condition was reported as normal. Additional information indicated that the lens was removed and replaced during the same procedure with another lens of the same diopter. No further information was provided.